Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the jaws were found broken upon opening the package. Therefore, another applier was used instead." No patient involvement.

Event description:
It was reported that "the jaws were found broken upon opening the package. Therefore, another applier was used instead." No patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a 50pc. Lot in july of 2025 from lot number: 06e2467464. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection was conducted resulting in incorrect function due to one of the jaws of the device being bent/misaligned with the other jaw, resulting in the jaws not being parallel with each other. The jaws on the device must be parallel with each other for the device to function properly for proper clip closure. We are unable to determine what caused the jaws to be bent/misaligned but excessive force or misuse is suspected. End of life for surgical instruments is normally determined by wear and damage due to the intended use or misuse. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last indefinitely and should be replaced at any sign of wear and/or damage. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.